Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On the morning of (B)(6) 2020, the patient checked his cgm and found it showing 175 mg/dl. He took 6 units of insulin as he intended to eat breakfast but sat down and decided to wait until his glucose came down to 100 mg/dl before eating. He ended up falling asleep instead and at 9:30 am, after an unspecified length of time, his wife found him unresponsive and having a seizure which his healthcare professional stated was due to hypoglycemia. No bg value was taken at this time and no cgm value was checked. The wife administered ¿sugar and a shot¿ and called for an ambulance to take him to the emergency room. He arrived around 10:00 am, woke up in the hospital, and was released the same day around 5:30 pm after stabilizing. No information was provided regarding treatment by the paramedics or the hospital. After he came home from the hospital, he started checking his bg values more frequently and found they were off by as much as 70 mg/dl. Two days after the event, just prior to reporting the issue to dexcom, he was still having inaccurate readings, with the bg at 107 mg/dl and his cgm reading 158-159 mg/dl. At the time of the call he was doing well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.